Event description:
It was reported to resmed that an s8 autoset device's "on/off" button was missing. The device was then returned to resmed and it was observed the power supply had failed, causing a brief external flame.

Manufacturer narrative:
On (B)(6) 2012, it was reported that the "on/off" button of the s8 autoset was missing. On (B)(4) 2012, a preliminary investigation was performed on the device. The investigation confirmed the "on/off" button was missing from the device. It was also noted that the unit's power supply was not functioning properly. The device was then sent to the design facility in (B)(4) for an engineering eval. On (B)(4) 2012, the engineering investigation identified the root cause of the failure as the ac appliance inlet connector. The result of this failure was a brief external flame that self arrested and did not require external intervention. There is no adverse event reported for this incident.